Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. At the same day post-operative examination, the patient had 20/60 uncorrected visual acuity, intraocular pressure by applanation was 41mm hg and lens had a 200% vault. The patient complained of slight headache and she was experiencing "starbursts similar to migraine aura". Lpi enhancement was necessary and "burping" of the wound was performed. The intraocular pressure was lowered to satisfactory levels and medication was prescribed. At one day post-operative visit, the surgeon decided the lens was too large and the lens was explanted on (B)(6) 2015. The lens was exchanged for a shorter lens. At same day post-operative visit, the intraocular pressure was 44mm hg, uncorrected visual acuity was 20/50, with 1+ corneal edema and 75% vaulting of lens. "Burping" of the wound lowered the intraocular pressure and patient was prescribed medication. At post-operative visit on (B)(6) 2015, patient's uncorrected visual acuity was 20/30, intraocular pressure was 18mm hg with clear cornea and lens had 75% vault.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
(B)(4). Incision opened. Secondary surgery. New iridectomy. Explanted. Vaulting. Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - given the reported information, most likely the excessive vaulting caused shallow anterior chamber, angle narrowing or closure, and/or pupillary block which were associated with increased iop. The second iop increase after the lens exchange could be caused by surgical related anterior chamber angle distortion, prior suspect glaucoma, prior open angle glaucoma or viscoelastic substance used in the surgery. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. (B)(4)